Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm in the tube with the incident lot was observed.

Event description:
It was reported that fm was in a bd vacutainer® sst¿ ii advance plus blood collection tube. It looked like a cockroach. This was noticed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Correction: device manufacture date: 10/4/2016.

Manufacturer narrative:
Common device name is corrected to blood specimen collection device. (B)(6). Date received by manufacturer is corrected to 10/04/2016. Device manufacture date is corrected to 11/16/2015.